Event description:
In 2009, this patient underwent endovascular repair using gore excluder endoprostheses. After implanting the devices, imaging revealed a proximal type I endoleak. The physician chose to convert to open surgical repair. The devices were discarded at the facility. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Additional device used in procedure.